Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the blade of a harmonic ace instrument fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument fragment was retrieved. The abdominal cavity was explored to ensure that all fragments were retrieved. There was no post-operative test performed. The surgeon was unsure of what caused the break. The instrument was inspected prior to use and there was no damage observed. The surgeon did not notice any functionality issues prior to the break. There was no instrument collision. The instrument was removed prior to the break and no cannula resistance was felt. Upon final removal of the instrument, there was no resistance through the cannula, no cannula damage, and no further damage to the instrument. The patient had not returned to the hospital as a result of retaining a foreign object.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade broken at roughly 0.230" from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the provided image by an isi regulatory post market surveillance analyst was consistent with the fractured blade.